Manufacturer narrative:
The device was returned for analysis. The reported foot separation was confirmed. Loss of arterial access could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to a peripheral intervention procedure. Reportedly, after performing step 1 (deploying the foot), the device pulled out of the patient anatomy. It was observed that it did not anchor on the arterial wall as only one lock [foot] was present [separation]. The location of the missing lock [foot] is unknown. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to a 16fr and the procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.